Manufacturer narrative:
The insulin pump was received with a full segment display and a blank display due to a broken solder joint. The insulin pump also had an error alarm due to a leaky component on the motherboard.

Event description:
The customer called to report an error alarm followed by a blank display. Troubleshooting was performed, and the error alarm continued to alarm. Nothing further was reported.